Event description:
The pace/sense portion of this lead was capped due to noise. The shock portion of this lead is still active. Should additional information be received, this file will be updated.

Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. The investigation will be re-opened should additional data become available.